Manufacturer narrative:
The device was returned for investigation. The smiths tampered seal label was intact; the screen is scratched, and the housing is damaged. The event log is not provided. A visual inspection and functional test were performed, and the reported failure was replicated. The root cause of the event can be attributed to the downstream occlusion sensor which will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps and has lens and rear case damage. No patient was involved.